Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v161679, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The consumer reported getting a warning power on reset (por). There were no patient symptoms reported. The patient was indicated for interstim-other. No further information was provided about this event. If additional information is received, a follow up report will be sent.